Event description:
On (B)(6) 2010, patient reported the button closest to the insulin cartridge compartment, the down arrow button, worked intermittently. Patient stated she had already disconnected the infusion tubing from the infusion set and the infusion device was still in run mode. Had patient reconnect the infusion tubing to her infusion site. Patient reported the down button pops back up when pressed. Educated the patient on the standard bolus process as a way to deliver her boluses without using the down button. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.